Event description:
It was reported that the cast cart was being used by a medical student and that the cart tipped onto the student and multiple drawers opened at the same time. Additional clinical follow up with the customer indicated that "the problem was not for the cart's door opening during the move; the problem was the cart falling in stationary position when two drawers were open at the same time. "It was further reported that the medical resident suffered some bruising and discomfort of the leg but with no lasting injuries and back to work the next day. The cast cart was examined and no magnets could be found behind the drawers that would assist in keeping the drawers closed. It was stated that the drawers were not emptied or removed to examine if magnets were installed on the back of the drawers. The top drawer slide seemed to have more resistance and require more force when opening when compared to opening of the bottom drawer.

Manufacturer narrative:
The device was not returned and therefore an analysis of the non-conformance could not be completed. As power the engineering drawing there are magnets placed on drawer back walls and cabinet rear interior wall to assist keeping the drawers closed during routing cart movement and usage. As per the clinical follow up, the presence of the magnets could not be verified on the back of the drawers. Zimmer surgical is not the manufacturer of this device; however the supplier (mbs fabricating) was notified of the complaint. Product was not returned for evaluation to determine if the cart itself malfunctioned or if it was caused by other. Clinical follow up identifies that the drawers were opened. All carts manufactured by mbs fabricating use both a locking slide and magnets in the back of the drawers to prevent random opening.